Event description:
It was reported that while he patient was having a tracheostomy inserted. When the patient was re-connected to the ventilator, the ventilator was not ventilating. The patient desaturated to 58%. The patient was immediately bagged and saturation got back to 100%. The patient circuit was replaced as well as hme was working before via the ett and ventilator was re-attached to the patient but still the ventilator was giving no volumes. The patient was bagged and the ventilator was replaced with another one. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation into this complaint consisting of an onsite examination of the ventilator and an evaluation of the logs from the ventilator has been completed. The field service engineer (fse) was onsite and examined the ventilator. The pre-use checks were successful and function checks were without issues. No fault was found and no parts were replaced. The fse downloaded the logs and the ventilator was put back in service. The evaluation of the ventilator¿s logs show that ventilation was started on (B)(6) 2021 in the pressure support/CPAP ventilation mode which is a non-invasive mode of ventilation. As stated in the complaint description the hospital decided to intubate and the ventilation mode was changed to simv (pc) + ps. The pressure settings consisting of pressure level above peep set at 19 cmh2o and peep set at 9 cm h2o had a total of 28 cmh2o. The airway pressure alarm limit was set at 30 cm h2o. The alarm limit was hit and/or exceeded which led to the activation of the high airway pressure alarm due to pressure overshoots and closeness to the airway pressure alarm limit. The ventilator was set to standby soon after intubation. Ventilation was resumed soon after but with same result and the ventilator was set to the standby mode again. It was most probably at this time when the ventilator circuit was replaced and the cleaning was done. The pressure settings were adjusted where the pressure level above peep was set at 28 cm h2o and peep was set at 12 cm h2o. The airway pressure alarm limit was unchanged at 30 cm h2o. Ventilation was resumed where the ventilator immediately alarmed for high airway pressure. There was no ventilation. The total pressure setting was at this time 40 cm h2o which exceeded the airway pressure alarm limit. When the limit is exceeded the breaths are terminated and this was what was reported as the ventilator not giving volumes. The cause were the pressure settings and the related airway pressure alarm limit. The conclusion in the matter is that there was no ventilator malfunction at the time. The ventilator behaved correctly and alarmed appropriately under the prevailing circumstances. The cause were the set pressure parameters whose total hit the set high airway pressure alarm limit that resulted in terminations of breaths in the pressure support mode of ventilation.

Event description:
Manufacturer's ref. #: (B)(4).